Event description:
Contralateral pullwire was caught on the hooks during jacket retraction. Bilateral stents placed in ipsilateral and contralateral limbs due to redundant graft material in limbs. The jacket was difficult to retract.